Event description:
The referenced equipment, siemens ventilator, was determined to be malfunctioning. There is some indication that this equipment may have been used on pt during their hospitalization. Although this has not been determined conclusively, at present, it is not clear whether the equipment malfunction directly caused or contributed to the mortality.